Event description:
Event description boston scientific received information that this pacemaker, originally identified as included in the low voltage capacitor advisory (6/23/2006) population was returned following a field collection after the advisory was released. This boxed unit was never implanted and returned for analysis.